Event description:
This was a medwatch form received from the FDA which stated that the pt was undergoing a bilateral reduction mammoplasty and sustained a 3mm by 3mm full-thickness burn to right upper medial chest. The burn occurred when cautery pencil was placed on the pt's chest and was activated in cut mode by a staff member who accidentally stepped on the foot pedal. Burn was excised and area sutured by surgeon while pt was under anesthesia.

Manufacturer narrative:
This report is also a response to a request for info from FDA in the letter dated 01/30/2007 but post-marked 4/23/2007 and received 04/25/2007. Questions from the request for info letter: why both foot pedal and hand activated electrode were being used at the same time? Did they need both for a reason? Does your generator have a safety feature to prevent unintentional activation of the electrode? The fx generator is designed to allow the customer to use either hand or foot switching when using a handswitching pencil. The users guide for the forcefx on page 5-6 in the section heading "activating the surgical instrument" states "to activate a handswitching instrument, use the controls on the instrument or on the appropriate footswitch. To activate a footswitching instrument, you must use a footswitch." The forcefx generator has been in use since 1995 and there is no history of user error regarding this design. The instructions for use (IFU) for the "sterile, single use handswitching pencil" under "warnings" states "electrosurgical accessories that are activated or hot from use can cause a fire. When not using active accessories, place them in a holster or in a clean dry, nonconductive, and highly visible area not in contact with the pt. Inadvertent contact with the pt may result in burns." The IFU also shows pictures and instructions on how the holster can be attached to the drapes. What do you think the users need in terms of safety tips? In addition to the product labeling, valleylab discusses use of the holsters in numerous "hotline" communications on our website. If the pencil is placed in a holster instead of being laid on the pt, accidental activation can cause no harm.